Event description:
It was reported that balloon tear occurred. The target lesion was located in the tibial artery. A 20mm 2.00mm maverick balloon catheter was selected for dilation. The balloon was inflated once to 8 atmospheres for 20 seconds. When the physician pulled the device out, it was noticed that the distal end of the balloon tore and the balloon shifted proximal on the shaft by a few inches. The procedure was completed with this device. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of maverick otw balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a complete circumferential tear in the balloon material. The separated ends of the balloon were bunched up. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. The target lesion was located in the tibial artery. A 20mm 2.00mm maverick balloon catheter was selected for dilation. The balloon was inflated once to 8 atmospheres for 20 seconds. When the physician pulled the device out, it was noticed that the distal end of the balloon tore and the balloon shifted proximal on the shaft by a few inches. The procedure was completed with this device. No complications were reported and the patient's status was fine.